Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance and fluctuations in defibrillation impedance with values in the high range. A possible fracture was suspected. The implantable cardioverter defibrillator (ICD) which was recently implanted had high impedance values when the leads were first plugged in, but then were fine after being checked and plugged back in. Now at the patient's follow up, it had the same impedance issue. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5568-45 lead implanted: 2007-(B)(6). (B)(4).